Event description:
The facility reported a colleague infusion pump with a failure code 812:01. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This device is an remediated colleague pump with a user interface module master software version is 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 812:01 was confirmed by service. This condition was caused by a defective pump head module. The phm was replaced to correct the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if any additional details become available.